Event description:
It was reported that a malfunction code, identified as malf 12, occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to call back if the issue arises again and was informed, they could continue using the pump.